Manufacturer narrative:
Additional information was requested but was not available.

Event description:
During implant, loss of capture and sensing were observed on the lead. The event was resolved by re-tying the suture sleeve. The lead was successfully implanted. The patient was stable and there were no adverse consequences.